Manufacturer narrative:
The investigation determined the issue was resolved by the customer's actions of replacing the electrode and system reagent.

Manufacturer narrative:
The customer replaced the electrode, and a system reagent. The customer stated the issue was resolved after these actions.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted with an na value of 118 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting with a value of 125 mmol/l. The repeat value was believed to be correct.